Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records the patient was revised to address pain, metal hypersensitivity, elevated cobalt and chromium levels. Operative note reported large amount of clear joint fluid on the posterior capsule. There were no lab results provided. Doi: (B)(6) 2008; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.